Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device breakage ("device breakage during removal"), uterine perforation ("perforation of the uterus or other structure"), perforation ("perforation of the uterus or other structure") and pelvic pain ("pain, including chronic pain") in a 37 year-old female patient who had essure inserted (lot no. C51064) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("device breakage during removal"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On unknown date she experienced device breakage (seriousness criterion medically important), uterine perforation (seriousness criterion medically important), perforation (seriousness criterion medically important), pelvic pain (seriousness criterion medically important), device dislocation ("device migration with associated complications including bladder, bowel, and urinary problems;"), bladder disorder ("device migration with associated complications including bladder, bowel, and urinary problems; "), gastrointestinal disorder ("device migration with associated complications including bladder, bowel, and urinary problems; "), urinary tract disorder ("device migration with associated complications including bladder, bowel, and urinary problems"), genital haemorrhage ("abnormal bleeding"), device intolerance (" inability to tolerate the device"), hypersensitivity ("allergic or hypersensitivity reaction"), dyspareunia ("dyspareunia") and mental disorder (" psychological issues"). At the time of the report, the outcomes for these events were unknown. The reporter considered bladder disorder, device breakage, device dislocation, device intolerance, dyspareunia, gastrointestinal disorder, genital haemorrhage, hypersensitivity, mental disorder, pelvic pain, perforation, urinary tract disorder and uterine perforation to be related to essure administration. The most recent follow-up information incorporated above includes data received on: 21-may-2024: lot number c51064 added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device breakage ("device breakage during removal"), uterine perforation ("perforation of the uterus or other structure") and perforation ("perforation of the uterus or other structure") in a 37 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("device breakage during removal"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On unknown date she experienced device breakage (seriousness criterion medically important), uterine perforation (seriousness criterion medically important), perforation (seriousness criterion medically important), device dislocation ("device migration with associated complications including bladder, bowel, and urinary problems;"), bladder disorder ("device migration with associated complications including bladder, bowel, and urinary problems; "), gastrointestinal disorder ("device migration with associated complications including bladder, bowel, and urinary problems; "), urinary tract disorder ("device migration with associated complications including bladder, bowel, and urinary problems"), pelvic pain ("pain, including chronic pain"), genital haemorrhage ("abnormal bleeding"), device intolerance (" inability to tolerate the device"), hypersensitivity ("allergic or hypersensitivity reaction"), dyspareunia ("dyspareunia") and mental disorder (" psychological issues"). At the time of the report, the outcomes for these events were unknown. The reporter considered bladder disorder, device breakage, device dislocation, device intolerance, dyspareunia, gastrointestinal disorder, genital haemorrhage, hypersensitivity, mental disorder, pelvic pain, perforation, urinary tract disorder and uterine perforation to be related to essure administration. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device breakage ("device breakage during removal"), uterine perforation ("perforation of the uterus or other structure"), perforation ("perforation of the uterus or other structure") and pelvic pain ("pain, including chronic pain") in a 37 year-old female patient who had essure inserted (lot no. C51064) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("device breakage during removal"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On unknown date she experienced device breakage (seriousness criterion medically important), uterine perforation (seriousness criterion medically important), perforation (seriousness criterion medically important), pelvic pain (seriousness criterion medically important), device dislocation ("device migration with associated complications including bladder, bowel, and urinary problems;"), bladder disorder ("device migration with associated complications including bladder, bowel, and urinary problems; "), gastrointestinal disorder ("device migration with associated complications including bladder, bowel, and urinary problems; "), urinary tract disorder ("device migration with associated complications including bladder, bowel, and urinary problems"), genital haemorrhage ("abnormal bleeding"), device intolerance (" inability to tolerate the device"), hypersensitivity ("allergic or hypersensitivity reaction"), dyspareunia ("dyspareunia") and mental disorder (" psychological issues"). At the time of the report, the outcomes for these events were unknown. The reporter considered bladder disorder, device breakage, device dislocation, device intolerance, dyspareunia, gastrointestinal disorder, genital haemorrhage, hypersensitivity, mental disorder, pelvic pain, perforation, urinary tract disorder and uterine perforation to be related to essure administration. Batch no. C51064, production date: 2014-04-15, expiration date: 2017-04-30. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 30-may-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device breakage ("device breakage during removal"), uterine perforation ("perforation of the uterus or other structure"), perforation ("perforation of the uterus or other structure") and pelvic pain ("pain, including chronic pain") in a 37 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("device breakage during removal"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On unknown date she experienced device breakage (seriousness criterion medically important), uterine perforation (seriousness criterion medically important), perforation (seriousness criterion medically important), pelvic pain (seriousness criterion medically important), device dislocation ("device migration with associated complications including bladder, bowel, and urinary problems;"), bladder disorder ("device migration with associated complications including bladder, bowel, and urinary problems; "), gastrointestinal disorder ("device migration with associated complications including bladder, bowel, and urinary problems; "), urinary tract disorder ("device migration with associated complications including bladder, bowel, and urinary problems"), genital haemorrhage ("abnormal bleeding"), device intolerance (" inability to tolerate the device"), hypersensitivity ("allergic or hypersensitivity reaction"), dyspareunia ("dyspareunia") and mental disorder (" psychological issues"). At the time of the report, the outcomes for these events were unknown. The reporter considered bladder disorder, device breakage, device dislocation, device intolerance, dyspareunia, gastrointestinal disorder, genital haemorrhage, hypersensitivity, mental disorder, pelvic pain, perforation, urinary tract disorder and uterine perforation to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 06-apr-2024: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Device breakage during removal [device breakage] perforation of the uterus or other structure [uterine perforation] perforation of the uterus or other structure [perforation of organ] pain, including chronic pain [pelvic pain female] device migration with associated complications including bladder, bowel, and urinary problems; [device migration] device migration with associated complications including bladder, bowel, and urinary problems; [bladder disorder] device migration with associated complications including bladder, bowel, and urinary problems; [other disorders of intestine] device migration with associated complications including bladder, bowel, and urinary problems [urinary tract disorder] abnormal bleeding / only small bleeding daily for last 3 weeks [genital bleeding] inability to tolerate the device [device intolerance] allergic or hypersensitivity reaction [allergic reaction] device breakage during removal [complication of device removal] dyspareunia [dyspareunia] psychological issues [psychological disorder] hidradenitis suppurative bilateral axillary and groin areas [hidradenitis] asperger's syndrome [asperger's syndrome] ongoing bleeding when passing urine [blood in urine] period pain [period pains] heavy periods [heavy periods] lower abdominal pain [lower abdominal pain]. Case narrative: this spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("device breakage during removal"), uterine perforation ("perforation of the uterus or other structure"), perforation ("perforation of the uterus or other structure") and pelvic pain ("pain, including chronic pain") in a 37 year-old female patient who had essure inserted (lot no. C51064) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("device breakage during removal"). The patient had a medical history of spotting vaginal, diarrhoea, nausea and hair loss. Concurrent conditions were listed as left lower quadrant pain, abdominal pain, headache, intermenstrual bleeding, cramp in lower abdomen, light-headed, nausea, amenorrhea, laryngitis, hypoglycaemia, anxiety, autism, abdominal pain and paranasal sinus irritation. Concomitant products included cocodamol (codeine phosphate hemihydrate, paracetamol) and buscopan (butylscopolamine bromide). On (B)(6)2015, the patient had essure inserted. On unknown date she experienced device breakage (seriousness criterion medically important), uterine perforation (seriousness criterion medically important), perforation (seriousness criterion medically important), pelvic pain (seriousness criterion medically important), device dislocation ("device migration with associated complications including bladder, bowel, and urinary problems;"), bladder disorder ("device migration with associated complications including bladder, bowel, and urinary problems; "), gastrointestinal disorder ("device migration with associated complications including bladder, bowel, and urinary problems; "), urinary tract disorder ("device migration with associated complications including bladder, bowel, and urinary problems"), genital haemorrhage ("abnormal bleeding / only small bleeding daily for last 3 weeks "), device intolerance (" inability to tolerate the device"), hypersensitivity ("allergic or hypersensitivity reaction"), dyspareunia ("dyspareunia"), mental disorder (" psychological issues"), hidradenitis ("hidradenitis suppurative bilateral axillary and groin areas"), autism spectrum disorder ("asperger's syndrome"), dysmenorrhoea ("period pain"), heavy menstrual bleeding ("heavy periods") and abdominal pain lower ("lower abdominal pain") and was found to have blood urine present ("ongoing bleeding when passing urine"). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain lower, autism spectrum disorder, bladder disorder, blood urine present, device breakage, device dislocation, device intolerance, dysmenorrhoea, dyspareunia, gastrointestinal disorder, genital haemorrhage, heavy menstrual bleeding, hidradenitis, hypersensitivity, mental disorder, pelvic pain, perforation, urinary tract disorder and uterine perforation to be related to essure administration. The reporter commented: easy device insertion. 1-2 coils on left. 3 coils on right. The claimant currently awaits removal surgery. Diagnostic results (normal ranges are provided in parenthesis if available): [magnetic resonance imaging] on (B)(6)2022: essure devices seen in fallopian tubes with medial ends at cornu. No endometrial, cervical or vaginal mass.; on (B)(6)2022: MRI scan to confirm the essure devices were in the correct position) [ultrasound scan] on (B)(6)2021: grossly normal appearances of the uterus. Normal appearances of the right ovary. The kit was obscured. No free fluid seen. Batch no. C51064, production date: 2014-04-15, expiration date: ~2017-04-30. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 01-oct-2024: medical record received. New events hidradenitis, asperger's syndrome, ongoing bleeding when passing urine, period pain, heavy periods, heavy periods &. Lower abdominal pain were added. Lab data added. Medical history, concomitant condition, concomitant drugs, were added. New reporters were added. Reporter causality comment updated. Case comments: we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4) device breakage during removal [device breakage] perforation of the uterus or other structure [uterine perforation] perforation of the uterus or other structure [perforation of organ] pain, including chronic pain [pelvic pain female] device migration with associated complications including bladder, bowel, and urinary problems; [device migration] device migration with associated complications including bladder, bowel, and urinary problems; [bladder disorder] device migration with associated complications including bladder, bowel, and urinary problems; [other disorders of intestine] device migration with associated complications including bladder, bowel, and urinary problems [urinary tract disorder] abnormal bleeding / only small bleeding daily for last 3 weeks [genital bleeding] inability to tolerate the device [device intolerance] allergic or hypersensitivity reaction [allergic reaction] device breakage during removal [complication of device removal] dyspareunia [dyspareunia] psychological issues [psychological disorder] hidradenitis suppurative bilateral axillary and groin areas [hidradenitis] asperger's syndrome [asperger's syndrome] ongoing bleeding when passing urine [blood in urine] period pain [period pains] heavy periods [heavy periods] lower abdominal pain [lower abdominal pain] case narrative: this spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("device breakage during removal"), uterine perforation ("perforation of the uterus or other structure"), perforation ("perforation of the uterus or other structure") and pelvic pain ("pain, including chronic pain") in a 37 year-old female patient who had essure inserted (lot no. C51064) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("device breakage during removal"). The patient had a medical history of spotting vaginal, diarrhoea, nausea and hair loss. Concurrent conditions were listed as left lower quadrant pain, abdominal pain, headache, intermenstrual bleeding, cramp in lower abdomen, light-headed, nausea, amenorrhea, laryngitis, hypoglycaemia, anxiety, autism, abdominal pain and paranasal sinus irritation. Concomitant products included cocodamol (codeine phosphate hemihydrate, paracetamol) and buscopan (butylscopolamine bromide). On (B)(6) 2015, the patient had essure inserted. On unknown date she experienced device breakage (seriousness criterion medically important), uterine perforation (seriousness criterion medically important), perforation (seriousness criterion medically important), pelvic pain (seriousness criterion medically important), device dislocation ("device migration with associated complications including bladder, bowel, and urinary problems;"), bladder disorder ("device migration with associated complications including bladder, bowel, and urinary problems; "), gastrointestinal disorder ("device migration with associated complications including bladder, bowel, and urinary problems; "), urinary tract disorder ("device migration with associated complications including bladder, bowel, and urinary problems"), genital haemorrhage ("abnormal bleeding / only small bleeding daily for last 3 weeks "), device intolerance (" inability to tolerate the device"), hypersensitivity ("allergic or hypersensitivity reaction"), dyspareunia ("dyspareunia"), mental disorder (" psychological issues"), hidradenitis ("hidradenitis suppurative bilateral axillary and groin areas"), autism spectrum disorder ("asperger's syndrome"), dysmenorrhoea ("period pain"), heavy menstrual bleeding ("heavy periods") and abdominal pain lower ("lower abdominal pain") and was found to have blood urine present ("ongoing bleeding when passing urine"). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain lower, autism spectrum disorder, bladder disorder, blood urine present, device breakage, device dislocation, device intolerance, dysmenorrhoea, dyspareunia, gastrointestinal disorder, genital haemorrhage, heavy menstrual bleeding, hidradenitis, hypersensitivity, mental disorder, pelvic pain, perforation, urinary tract disorder and uterine perforation to be related to essure administration. The reporter commented: easy device insertion 1-2 coils on left 3 coils on right the claimant currently awaits removal surgery. Diagnostic results (normal ranges are provided in parenthesis if available): [magnetic resonance imaging] on (B)(6) 2022: essure devices seen in fallopian tubes with medial ends at cornu. No endometrial, cervical or vaginal mass.; on (B)(6) 2022: MRI scan to confirm the essure devices were in the correct position) [ultrasound scan] on (B)(6) 2021: grossly normal appearances of the uterus. Normal appearances of the right ovary. The kit was obscured. No free fluid seen. Batch no. C51064, production date: 2014-04-15, expiration date:2017-04-30. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 13-oct-2024: quality safety evaluation of product technical complaint. Case comments: we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.